Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/11/2017, that on (B)(6) 2017, the sensor began to not provide readings. No additional event or patient information is available. No product was provided for evaluation. Data was confirmed but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.